Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge battery pack) was confirmed. As rec'd, the charger/modem would not recognize or charge a battery pack. Upon evaluation, the battery board was misaligned with the j5 connector on the bedside board. The cause of the inability to recognize and charge a battery pack is the misaligned boards. The root cause of the misaligned boards cannot be positively identified. No adverse event resulted misaligned boards.

Event description:
A zoll distributor returned charger/modem sn (B)(4) to report that the charger/modem was unable to charge a battery pack.